Event description:
A caller reported an issue with a continuous glucose monitor (cgm), specifically an error labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller independently performed a pump reset and subsequently contacted customer technical support (cts) after the pump was turned on. Following the pump reset, the cgm error did not reappear, and the caller was able to successfully start their sensor session.